Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal fentanyl 3000ug/ml at 233/day + pa and bupivacaine 25mg/ml at 1.94/day. The lot numbers were unknown. The indications for use were cervical/neck and spinal pain. The patient had been dismissed by their health care provider (hcp) and did not know why. They missed a scheduled refill and heard a noncritical alarm from the pump on (B)(6) 2015. The patient knew this was a low reservoir alarm. The patient felt horrible, had body and leg aches, their pain was back, and they were shaky. They also experienced headaches, no appetite, and flu-like symptoms. Additional information was received from the hcp reporting that an empty pump alarm was occurring. The hcp had access to an 8840 physician programmer. The hcp reported that the patient missed a refill and was difficult to contact. The patient had not come back to the office as of late. The patient was supposed to come to appointment on (B)(6) 2015, where the hcp planned to refill the patient's pump with saline. The hcp was unable to get the drug in time and was unsure of the next steps with the patient (to continue therapy or not) as they were not compliant with refill appointments. It was noted that patient activated (pa) dosing could give up to an additional 400ug/d. Follow up is being conducted regarding steps taken to resolve the patient's symptoms, the outcome of the event, and whether or not the patient was able to find a new hcp. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient still did not have a physician and no physician would take her. Her physician gave her a prescription for librium. The patient tried killing herself and ended up in a mental hospital. She was locked in her room and didn't want to live. She felt that way due to the withdrawal and excruciating pain she experienced. The patient had also started drinking.

Event description:
Additional information was received from a nurse. The patient was discharged on (B)(6) 2015. The patient was being titrated down to minimum rate in preparation for her discharge from the practice. The physician's office had no record of the patient ever trying to kill herself. The nurse could not provide any additional information, but did add that they were the only practice that the patient was seeing at the time.